Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a patient death on (B)(6) 2017 between 9:53am to 10:45am. The patient was being monitored by an mx40 telemetry which was sending data to a piic ix surveillance center which in turn was sending alarm information to the emerging paging system. The customer stated that there was a loss of monitoring and that the staff was not alerted to the loss of monitoring as there was no red alarm generated on their cell phone pagers. Investigation is required to understand if any philips product caused or contributed to the issue. A female patient expired.

Manufacturer narrative:
The customer reported a patient death on (B)(6) 2017 between 9:53am to 10:45am. The patient was being monitored by an mx40 telemetry which was sending data to a piic ix surveillance center which in turn was sending alarm information to the emergin paging system. The customer stated that there was a loss of monitoring and that the staff was not alerted to the loss of monitoring as there was no red alarm generated on their cell phone pagers. Investigation was required to understand if any philips product caused or contributed to the issue. It was found by the field service engineer (fse) that the emergin paging system, which reports mx40 alarms to the pagers, was configured to transmit only red alarms to the pagers. Upon review of the alarm logs, there were no red alarms annunciated at the piic ix surveillance center during this time period (9:53 to 10:45) and thus no paging alarms/alerts were sent to the paging system. On 13feb2017 between approximately 9:53am to 10:52am for bed tel12c, the logs show that there were red asystole alarms which were annunciated at 10:45:43, 10:49:25, 10:49:38, and 10:50:05. There were also red v-tach and vent-fib/tach red alarms annunciated at 10:49:24, 10:49:28, and 10:49:50. Previously, between 9:50 and 10:45, there were nine (9) ECG leads off messages that were annunciated and one high heart rate alert. There were no red alarms annunciated at the central station from 9:50 to 10:45 per the central station alarm logs. Since there were no red alarms being annunciated, there were no red alarms sent to the emergin paging system since only the red alarms were configured to be sent to the pagers through emergin. The piic alarm logs show that since there were no red alarms generated at the central station then there could be no emergin red alarms sent to the pagers. These alarms show that the piic was monitoring normally and providing normal alarms/alerts. Prior to these alarms at 9:53 there was an "ECG leads off" technical alarm annunciated a the central station piic. The alarm was silenced at 10:09 from the cardioa client. The customer stated that there was a blue (cyan) inop message displayed at the piic which means that the leads off severity, which can be manually set to cyan, yellow, or red depending on user preference, was configured for the default severity which was cyan. Cyan signifies that the alarm was a hard technical alarm (as opposed to yellow or red) where monitoring and alarm generation are disabled. With a hard technical alarm there is a visual alarm indicator and an audible tone at the information center. Per the alarm logs the "ECG leads off" condition ended at 10:45. An ECG leads off inop is a cyan alarm at the central station which would not have been sent to the pagers as only red alarms were configured to be sent to the paging system. These alarms show that the piic was monitoring normally and providing normal alarms/alerts.